Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.

Event description:
It was reported that the device touchscreen is not responding to physical touch and battery is not holding charge. No known impact or consequence to pt. Additional info received: "device was getting warm while monitoring the pts which happened continuously for three days and then it got shut down on its own. After restarting the device, it gave an error message - 'error recording', display changed and did not allow the user to change anything on it.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on however, different screens were displayed randomly and some of touchscreen icons were not able to be selected (unresponsive) due to a defective touchscreen assembly. The device was able to obtain readings from sensor and tester however, the device cannot be used for monitoring due to the screen changing. The audible and visual status indicators were functioning. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.